Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that there was no triggering event and that one moment it was working the next it quit working. The issue was reported to be resolved.

Manufacturer narrative:
Medical devices: product ID 37642 lot# serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient programmer was not working for them and it wouldn't allow them to turn it down this past weekend. It was also reported they had an issue a few days ago where the patient programmer wouldn't connect with the ins but that issue somehow resolved. Patient tried connecting with the patient programmer but the screen showed stimulation was off. It was stated stim on the left is 1.7 v and on the right is 2.3 v and they wanted to turn down the right side. The patient tried turning the stimulation down but they were getting an info message. The caller had a hard time describing the screen -confirmed they were seeing the turn therapy on info message. The patient was able to then turn it down and decrease to 1.7 v but it wouldn't go any further. They weren't seeing a lower limit, it just stopped allowing them to go any lower. It seemed to be stuck. They were to try with their antenna when they got home and would call back if the issue didn't resolve. The issue of the patient programmer and the ins not connecting was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. [Refer to (B)(4)for information regarding the dyskinesia]